Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 17696914.

Event description:
It was reported that one of the patients spinal cord stimulator (scs) leads was poking through the skin. The patient underwent an explant procedure wherein two thoracic leads were removed. The patient was doing well postoperatively.

Event description:
It was reported that one of the patients spinal cord stimulator (scs) leads was poking through the skin. The patient underwent an explant procedure wherein two thoracic leads were removed. The patient was doing well postoperatively. Additional information was received that the explanted devices were not returned.